Event description:
Report received of an over-delivery. The customer indicated the event was the result of an operator error in programming the device. The pump was programmed to deliver an unspecified concentration of propofol in 100ml at a rate of 999ml/hr instead of the intended 18ml/hr. The infusion reportedly was complete in 10 mins. However, the device history that was printed at the user facility indicated that in 2002 at 0105, the pump was programmed to deliver at a rate of 999ml/hr with a total volume to be infused of 7.3ml in 1 min. The infusion completed and at 0106 the pump was reprogrammed to deliver at a rate of 18ml/hr and the infusion continued. There was no reported adverse pt effect and no medical interventions were necessary. Though requested, no further info was available.